Event description:
Philips received a complaint from customer biomed, reporting the backup (or piezo) alarm failed on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) reported the customer replaced the central processing unit printed circuit board assembly (cpu pbca) in response to a backup alarm failure. The unit was returned to full functionality but the biomed required the option codes for the unit after cpu pcba replacement. The rse provided the option codes for avaps, cflex and ramp, which were installed successfully. The customer biomed confirmed the issue of backup alarm failure was identified during a routine service inspection. The error code 1104 (backup alarm failed) presented in the diagnostic event log. The biomed verified the alarm did not sound upon startup. The cpu pcba software 2.3 was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18206.